Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 250 to 280 mg/dl and it was addressed with manual injections. It was noted that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the customer filled the cartridge with over 300 units, then added an additional 100 to 180 units. Also, the customer wanted to load a new cartridge onto the pump and thought they had selected the load process change cartridge step; however, they did not. The customer loaded a new cartridge successfully.